Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the main coil was returned entrapped in a retrieval device, which was used to retrieve the coil from the patient. The main coil was extensively stretched and damaged. There were no anomalies noted to the distal tip ball. A functional test was unable to be performed. From the information provided the subject coil was advance through a microcatheter with an internal diameter of 0.027in, which is not compatible for advancing subject coil. Directions for use (dfu) state: ¿target coils are compatible with stryker 2-tip marker microcatheters (min. Internal diameter 0.0160 in [0.41 mm]): excelsior sl-10, 2-tip marker (internal diameter 0.0165 in [0.42 mm]) microcatheter; tracker excel-14, 2-tip marker (internal diameter 0.017 in [0.43 mm]) microcatheter; excelsior 1018, 2-tip marker (internal diameter 0.019 in [0.48 mm]) microcatheter.¿ it is most likely that the usage of an incompatible microcatheter caused the difficulties encountered in advancing and retracting the coil through the microcatheter, which resulted in medical intervention required to remove the subject coil. Therefore, an assignable cause user error has been assigned to this complaint.

Event description:
It was reported that when the physician was attempting to deploy the coil (subject device) it would not advance or retract into the microcatheter. The coil was jammed within the microcatheter, therefore, the physician used multiple retrieval devices to remove the coil and upon removal the coil had a unspecified damage. In the physician's opinion that was reported indicated that the subject device may have gotten stuck on the stent. There were no reported clinical consequences to the patient.

Event description:
It was reported that when the physician was attempting to deploy the coil (subject device) it would not advance or retract into the microcatheter. The coil was jammed within the microcatheter, therefore, the physician used multiple retrieval devices to remove the coil and upon removal the coil had a unspecified damage. In the physician's opinion that was reported indicated that the subject device may have gotten stuck on the stent. There were no reported clinical consequences to the patient.